Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post implant, the patient complained of chest pressure and had low blood pressure. Pericardial effusion was identified and the patient was brought back into surgery and a pericardial tap was performed and bloody effusion was aspirated. A pericardial window was performed and the right atrial (ra) lead was repositioned and remains in place. No further patient complications have been reported as a result of this event.